Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/pneumothorax procedure, a yellow fragment was found in the patient's body then it was collected. When checking, there were total 3 yellow tabs that their cartridge yellow part is missing. Other fragments were searched but did not find and the operation was completed. The surgical time was extended by less than 30 min. The part fell into the patient's cavity and could not be retrieved.